Manufacturer narrative:
Additional information received on may, 272022 indicated that the patient underwent bilateral capsulectomy and bilateral replacements as follow: r/ cat#: shpx355, sn#: (B)(6), l/ cat#: shpx355, sn#: (B)(6). Suspect device received on may 27, 2022. Device evaluation completed on may 27 , 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant had creases/folds on the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within a crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also wear out over time. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with a mentor smooth round moderate profile, 325cc saline breast implant experienced spontaneous left sided deflation post procedure. The physical examination diagnosed the deflation. As a result, patient underwent bilateral replacement with shpx-355 (smooth high profile xtra 355cc) on (B)(6) 2021.